Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical interrupt af clinical study, clinical study ID: (B)(4), subject ID: (B)(4). It was reported that during a ablation procedure involving an intellamap orion high resolution mapping catheter, blazer dx-20 diagnostic catheter and a intellanav mifi o were selected for use. After pulmonary vein isolations, blood pressure decreased and increased pressor support was required. A large pericardial effusion was noted on intracardiac echocardiogram (ice) imaging. Emergent pericardiocentesis was performed.